Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal and the distal seal was noted to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured and torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the patient, and when negative pressure was applied to flush it before inserting the catheter, air was aspirated. Aspirating air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement.